Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 125ml. Flow rate: 2ml. Procedure: hysterectomy. Cathplace: unknown. Patient called the hotline regarding symptoms of nausea, and ringing in the ears. Pump almost empty so patient decided to remove the catheter. The hotline nurse advise to call and notify m.d. Of these symptoms. Date of surgery was (B)(6) 2013. Follow-up information with patient on (B)(6) 2013: patient was doing fine and stated that she threw the catheter and pump away.

Manufacturer narrative:
Method: customer has stated the pump is not available to return. Results: without the actual product, an analysis cannot be conducted. Conclusions: a review of the device history record (DHR) is being reviewed for the lot number provided but not completed. When additional information pertinent to this event becomes available, I-flow will submit a follow-up report.